Manufacturer narrative:
A software analysis was initiated through log and archive analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was unable to obtain a passing registration. The surgeon elected to use a different medtronic navigation system that was on site, and the procedure was completed with no further issue. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.